Event description:
Anchors broke while be inserted into acetabulum due to the drill guide moving and affecting proper alignment with the hole. Surgeon suggested more bite to the drill guide similar to the spiked tip as an improvement. Product will not be returned. Additional information confirmed all pieces of the broken anchors were removed from the patient and that back-up devices were used to complete the repair.

Manufacturer narrative:
(B)(4).